Event description:
Pt normally uses bd 303345 blunt plastic cannula. On this occasion pt ran out of blunt plastic cannula and was given bd 303367 vial access cannula by a home health care worker as a substitute with minimal instructions. Pt performs their own flushes. Pt attached the vial access cannula to a prefilled flush syringe. Pt flushed their 2 lumen 9 french hickman catheter and then noticed that blue spike was missing after flush was completed. Pt was admitted to hosp. The hickman catheter was removed and the vial access cannula spike was not found within catheter. An echocardiogram was preformed on the pt. The doctor noticed what the y believed could be the spike in the right atrium. When repeated about 10-15 minutes later the doctor could not see it. Physician reported that the pt is stable and asymptomatic, and that the doctor was still unable to locate the blue spike. Indicated that the pt was discharged from the hosp and is curently ok.